Event description:
Customer's daughter reported the hospitalization due to low blood glucose. The insulin pump over-delivered insulin. The customer programmed a bolus of six units, however, the insulin pump delivered 12 units. The customer bottomed out. The blood glucose reading at the time of the event was 27 mg/dl. Caller stated that her father has had surgeries and other issues. Customer is on dialysis. The current blood glucose reading is 358 mg/dl. Customer is high due to foods he is eating. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.